Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained the error message, ¿incompatible sensor," when scanning the adc freestyle libre while at a doctor's appointment. On (B)(6) 2021, the customer experienced thirst and fatigue and was unable to treat themselves. The customer was provided a humalog insulin injection by the physician for the treatment of dka. No further information was provided. There was no report of death or permanent injury associated with this event.